Manufacturer narrative:
Product analysis conclusion the reported endoleak was confirmed; however the cause of the rupture and exact type of the endoleak could not be determined from the films provided. However, this appears most likely to have been a type iii fabric endoleak caused by fabric abrasion. Pre-implant anatomy was not provided, and lack of CT¿s during the implant duration did not allow for a thorough assessment of the stent graft in-vivo configuration/anatomy and visualisation of contributory factors to a fabric tear (e.g. Calcification). Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources (including a type ia or type ii) was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making assessment of the endoleak difficult. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate are all potential root causes. Potential aneurysm morphology changes during the implant duration may have also exacerbated the fabric abrasion wear. Images after aortic cuff intervention were not returned and the reported type ii endoleak could not be assessed. In addition to the type iiib endoleak it is also possible that the type ii may have contributed to the increasing size aaa & rupture. Several photographs of the explanted device have been returned, and the explanted device is also pending was return; the results will be summarized in a separate explant analysis report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the endurant ii stent graft was inserted via the right approach. The contralateral limb was successfully deployed and cannulated. A pig tail catheter was then used to determine that the distance from the endurant ii stent graft flow divider to the bifurcation on the left internal iliac artery was 11 cm in length. The left internal iliac artery was marked on the angiographic image and an endurant limb [16x28x124] was then implanted. However, it was determined that the endurant stent graft limb coverage extended distal to the intended location to the external iliac artery and unintentionally covered the left internal iliac artery. After deployment of the ipsilateral limb and additional stent graft limb on the right side, an angiogram confirmed that the left internal iliac artery was occluded by the endurant stent graft contralateral limb. The physician attempted to balloon the bifurcate and limb and was successful in moving the contralateral gate of the endurant ii stent graft bifurcate proximally. However, the physician was unable to move the endurant contralateral limb and the left internal iliac artery remained occluded. The physician completed the procedure with the left internal iliac artery still occluded and no future treatment is planned. Per the physician, the cause of the event was related to a misjudgement of the length to the left internal iliac artery bifurcation during the index procedure. It was then reported, the patient was emergently transported to the hospital due to abdominal aortic aneurysm (aaa) rupture three years and one month post this index procedure. An non-mdt 36mm cuff was implanted on the same day due to suspicion of a type iiib endoleak from the main body trunk. The endoleak resolved and treatment for the type iiib endoleak that was suspected was then completed. Two weeks later, conversion to laparotomy was performed due to enlargement of the aneurysm diameter (hematoma) being observed. This enlargement was confirmed to be due to a type ii endoleak. At the time of laparotomy, the endurant was explanted, along with the non-mdt cuff that was implanted, the endurant limbs were left insitu and a y graft implanted in the patient. It was reported that the cause of the endoleak was due to fabric damage. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Evaluation summary: the devices were returned with the bifurcate returned with the suprarenal stents transected proximally just above the proximal margin; the cut stents were not returned. The aortic body was cut lengthwise beginning at the proximal margin, extending ~40mm distally. The ipsi limb and contra gate were transected ~10mm below the flow divider. The distal portion of the contra gate was not returned. The bifurcate was found to be essentially straight. The distally transected ipsi limb and iliac flared limb were returned overlapped. At the overlapping junction the limbs were acutely angulated ~45 deg maximum. The contra limb was not returned. The gore aortic cuff was returned sliced lengthwise. Examination of the returned devices revealed all nitinol breaks on the bifurcate and iliac/flared limb were caused by transection cuts. The bifurcate returned with one (1) weave separation measuring 2.0mm x 0.3mm (0.6mmsq) noted on ring 2. In addition, one (1) hole measuring 1.8mm x 0.3mm (0.54mmsq) was noted between ring 2-3. Both weave separation and hole appeared to be most likely abrasion related. The contralateral ring returned with a transection cut on ring 6 90% of the stent ring. Other than multiple suture breaks caused by transection cuts on both the bifurcate and the iliac/flared limb, there were no other integrity issues observed. From the examination of the returned devices and clinical information provided, the exact cause of the aaa size increase and type ii endoleak could not be determined. However, it is possible that the hole observed on the bifurcate between rings 2-3 may have been a source of the type ii endoleak and subsequently the aaa expansion. The exact cause of the hole could not be determined but appear most likely as due to fabric abrasion from adjacent stents and/or from aortic calcification. No other stent graft integrity issues were seen, and analysis of the returned devices did not reveal any further stent graft characteristics or anomalies that could explain the reported event. An 11 second angiogram video from 40 months post index procedure was received. From the analysis of the returned films the reported endoleak was confirmed; however the cause of the rupture and exact type of the endoleak could not be determined from the films provided. However, this appears most likely to have been a type iii fabric endoleak caused by fabric abrasion. Only a single imaging view point (a-p) was observed in the films provided; thereby, making assessment of the endoleak difficult. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate are all potential root causes. Potential aneurysm morphology changes during the implant duration may have also exacerbated the fabric abrasion wear. In addition to the type iiib endoleak it is also possible that the type ii may have contributed to the increasing size aaa and rupture. If information is provided in the future, a supplemental report will be issued.